Manufacturer narrative:
A follow up report will be submitted once the investigation is complete.

Event description:
The international customer reported the device audible alarms are not working. There was no patient involvement.